Event description:
It was reported that the device had error code 571.6241. The customer was provided troubleshooting assistance by bd technical support team. The customer was advised to replace the microstream disposable device and if error repeats, replace etco2 board. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had error code 571.6241 (missing sensor status, failure detected at power on self-test [post]) was not identified during the customer call. However, to address the issue, tech support recommended replace the etco2 board.